Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The shaft was kinked at the nosecone. There was multiple buckling in the shaft approximately 53 to 54cm and 63 to 65cm from the marker band. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties and stent fracture occurred. A 6 x 200 x 130 innova¿ stent was used for a peripheral stenting procedure. The target lesion was very calcified and 100% stenosed. Following pre-dilation, the stent was advanced and deployment initiated. Half way through deployment using the thumb wheel, the stent became stuck. The physician used a lot of force in an attempt to get the thumb wheel to work but this was not successful. The physician then pulled the stent back; however, the stent began to elongate and eventually fracture. A portion of the stent was left in the patient. This was retrieved and the procedure was completed. There were no further patient complications and the patient is fine.